Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 1 gram loading dose intraperitoneally (frequency and duration not reported), fortum 1 gram loading dose and 250 milligram bag intraperitoneally (frequency and duration not reported), meropenem intravenously (dosage, frequency, and duration not reported), and forcan 100 milligram immediately for once (route, frequency, and duration not reported) for the peritonitis. Extraneal therapy was ongoing, but it was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 3 of 3.